Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2011-03252, 05504.

Manufacturer narrative:
Evaluation results: the ipg successfully communicated with a test standard programmer. The ipg was placed on the lab charging system and fully charged. The ipg was functionally tested on automated test equipment. The tester verified the electrical performance of the control/communication circuitry, the battery/charge functions, and output signal integrity. The ipg passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.